Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that false af episodes were observed. It was discussed to gain-up the signal fro comparison. Further information was requested and not available yet. Patient was stable.

Event description:
New information received notes that false af episodes were confirmed after gaining up the signal. No intervention was performed. Patient was stable.